Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead noted elevated threshold measurements. As the issue could not be resolved with programming, the lv lead was surgically abandoned and replaced during the device replacement procedure. No additional adverse patient effects were reported.